Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels (36 mg/dl). Customer was treated through intravenous potassium and dextrose and released from the hosp on (B)(6) 2015. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.